Event description:
The customer stated they have had 16 instances of questionable ise sodium results and/or ise potassium results since (B)(6) of this year that have repeated with lower results. It is unknown if any erroneous results were reported outside the laboratory. It is unknown if any patients were adversely affected by any erroneous results. More information has been requested. The sodium electrode lot number in use from (B)(6) through (B)(6) was m45; the lot number in use starting in (B)(6) was q54; expiration dates were not provided. The potassium electrode lot number in use from (B)(6) through (B)(6) was v34; the lot number in use starting in (B)(6) was y40; expiration dates were not provided. The field service representative has checked the instrument and replaced parts, but the issue is still occurring.

Manufacturer narrative:
The event occurred in (B)(6). Date received by manufacturer was reported as 08/06/2012. The date should be 08/31/2012. The customer clarified that the initial test results were not reported outside the laboratory. Only repeat results were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).